Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a channel error to which bottle sensor was replaced but it would not calibrate into the range, replaced bezel assembly but it was loud, then o ring was opened which in turn the device was calibrated and tested in the range. There was no patient involvement.